Manufacturer narrative:
Distributor name: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the guide wire was kinked 1 centimeter from the j tip, but was found before insertion in patient. The intra-aortic balloon (iab) was replaced to continue therapy. No patient injury was reported.

Event description:
It was reported that the guide wire was kinked 1centimeter from the j tip, but was found before insertion in patient. The intra-aortic balloon (iab) was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
Correction: "device available for evaluation" changed from: yes to: no. Additional information: "device evaluated by manufacturer changed from: blank to: not returned to the manufacturer. Product status: the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).